Event description:
It was reported that foley catheter was inserted into cervix and 60ml normal saline instilled to the balloon. First catheter balloon burst after 10 milliliter was inserted. Second catheter balloon burst after 3 hours of being inside patient. They had always used these catheters in this way. Patient experienced inconvenience. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Recommended inflation capacities 30cc balloon: use 35ml sterile water do not exceed recommended capacities". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted into cervix and 60ml normal saline instilled to the balloon. First catheter balloon burst after 10 milliliter was inserted. Second catheter balloon burst after 3 hours of being inside patient. They had always used these catheters in this way. Patient experienced inconvenience. No medical intervention was reported.